Event description:
It was reported that deformed stoppers were found before use with syringes 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the stopper was deformed and the plunger cap was unable to remove." 25 occurrences were reported.

Manufacturer narrative:
Investigation: customer returned (13) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 7338717. Customer states that the stopper was deformed and the plunger cap was unable to be removed. All returned syringes were examined and 9 out of 13 returned syringes exhibited a deformed stopper. All samples were also tested to determine the plunger cap removal forces (specs: cap removal force for 3/10cc after sterilization: 1-8 lbs.). All removal forces fall within specifications. A review of the device history record was completed for batch# 7338717. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger cap difficult to remove) root cause: stopper rail feeding issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that deformed stoppers were found before use with syringes 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter. "The stopper was deformed and the plunger cap was unable to remove." 25 occurrences were reported.